Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported error was not confirmed nor replicated as having occurred in the field. The complaint details referred to an error 1126, but the usm was tested onto a patient side cart fixture test platform (pftp) and all relevant testing passed within specification, including fiber testing. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause may be attributed to communication issues from the fru connector pogo-pin (fcp) board located on the usm, leading to instrument sensor detection issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the error 31009 had not returned but the customer opted to stop using the universal surgical manipulator (usm) until the system is serviced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had disabled the arm during the case while ports were placed.